Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
Doctor reports that the iipdtul broke.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. D10: device availability was updated. G4: date received by manufacturer was updated. G7: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: method code was added: 4109. H6: results code was added: 3252. H6: conclusions code was added: 4307. H10: narrative/data was updated. The reported device was received for evaluation. The reported condition of a broken driver was confirmed. Visual evaluation of the as returned product identified signs of wear due to usage and pieces of the ruby ball were fractured off. Functional testing was performed using an in-house implant. The driver was able to engage and hold the implant (image 3). However, fracture was identified. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : lot number not available.

Event description:
No additional or corrected information to report.